Manufacturer narrative:
Lot information updated. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned device was confirmed to be broken through the arms. There is neither surgical delay nor adverse consequence. The manufacturing records were reviewed and no issues identified related to the complaint. Material analysis results indicate that the fracture surfaces were consistent with ductile overload. There was no material or manufacturing defects. Conclusion: the plausible root cause of the reported event is likely the application of elevated loads during use.

Event description:
The surgeon, along with his fellow, used a 105mm blade and when the fellow was opening the retractor with a t handle, it broke right along where the silver ball connects into the blade. Then about 15 minutes later, the exact same thing happened to the attending surgeon with the same product (catalog #), but different instrument. Had replacement instrument to complete the surgery.

Event description:
The surgeon, along with his fellow, used a 105mm blade and when the fellow was opening the retractor with a t handle, it broke right along where the silver ball connects into the blade. Then about 15 minutes later, the exact same thing happened to the attending surgeon with the same product (catalog #), but different instrument. Had replacement instrument to complete the surgery.